Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and alleged for battery failed alarm, difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 80 mg/dl. The customer was treated by disconnecting from pump, metformin and actos. The event involved products mmt-1884, mmt-7040ma, mmt-441ag and mmt-342g. Troubleshooting was partially performed for low blood glucose. Suggested to call healthcare professional and follow the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. Troubleshooting was performed for battery failed alarm and the issue was resolved. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 73 mg/dl and sensor glucose value was 97 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 24 mg/dl and it was within acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-441ag. No product return is required for mmt-342g.